Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when attempting to print an EKG strip, the central station rebooted during which time a patient had a vfib event. The patient had a vfib event. A user it issue interfered with the functioning of the central station, and based on available information, it is unclear if the loss of monitoring caused or contributed to the adverse patient event.

Manufacturer narrative:
No philips device malfunction occurred. Per communications with he fse, the customer cancelled the call since it was found to be due to a global issue with the hospital it network. Per communications with the biomedical engineer, he requested the case closed since the issue was due to an internal it issue. Attempts to obtain additional information regarding the patient event was unsuccessful.